Event description:
Health care professional reported that during a refill of baclofen, the patient was incorrectly programmed and experienced an overdose. The patient went home feeling ill, returned to the hospital and was reprogrammed properly. Patient remained in hospital overnight. Patient is currently in hospital rehab for monitoring and regulating patient's symptoms. Devices remain implanted.